Event description:
It was reported that the patient's hip was revised after patient complaint of excessive pain. Surgeon reported that intra-operatively, the following were observed: there was an amorphous tan/ brown mass over the trochanter and central thigh (reported as not encapsulated, not altr, but having a texture similar to 'dry' cottage cheese), metal shavings in the joint, and trunnion wear. A 36 +5 lfit head was revised to a ceramic head (confirmed that stem and liner were retained). Surgeon would like investigation results from the femoral head.

Manufacturer narrative:
Reported event: an event regarding wear/metallosis involving an unknown metal head was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.